Manufacturer narrative:
Device evaluation: one smiths medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the top of the case was cracked, the front left bottom corners were chipped, the right plunger case was cracked and there was visible contamination. Review of the event history log (ehl) showed an occurrence of motor rate. Functional testing involved occlusion testing and showed that the pump duplicated the reported issue of motor rate error. The investigation determined that the motor assembly including the stepper motor no longer operating properly was the cause of the reported issue. The stepper motor, worm gear and worm coupling were replaced. Additionally, the lead screw nut was retightened. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited motor rate error. No adverse effects were reported.